Event description:
A customer contacted beckman coulter inc. (Bci) in regards to false positive rheumatoid factor (rf) results generated by unicel dxc 600 synchron clinical system. The results were reported out of the laboratory. As of (B)(6) 2010, the customer indicated that no reports of patients being treated had been received from the physicians. Because it is unknown if patient treatment was affected in this event, the risk of serious injury will be assumed.

Manufacturer narrative:
No sample issue was noted. The customer is using reagent lot m004772. Service was not needed for this event as the issue is related to reagent. Investigation into root cause of this event is ongoing.

Manufacturer narrative:
This follow up is submitted to correct typo's observed in the original report. This event should have been filed as a product problem and a malfunction. No additional information is available at this time.